Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was malformation of the clips for the device and in every firing the clips starts losing and falling off. No patient consequences reported. Procedure was prolonged by an undetermined about of time.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did clips fall off of vessel after being applied (clips would not hold on tissue)? Yes. Was there any bleeding or leak that occurred as result of patient losing clip? Yes. If bleeding occurred, please quantify amount of bleeding. N/a. If bleeding occurred, were blood products given to patient? N/a. Was there a leak that occured? Yes. How was case completed (and leak or bleeding repaired)? By using another clip applier. Was there any change to procedure or post-op patient care? No. What is current patient status, if known? N/a. How long of delay was there to procedure (less than an hour, one hour delay, ...)? Less than an hour.